Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour vl stent was implanted in the kidney, ureter and bladder performed in a procedure on (B)(6) 2018. According to the complainant, post procedure, two weeks later on (B)(6) 2018 during a planned ureteroscopy procedure, it was noticed that the stent's coil had knotted in the patient's kidney. The physician had to cut open the knotted coil with the use of laser to completely remove the stent. The stent was removed completely. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.